Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise causing inappropriate mode switching was observed on the atrial lead. The noise was reproduced with isometrics. Programming change was made to address the issue.